Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via interdepartmental helpline solutions tracker that customer had blood glucose of 350 mg/dl and when treated, blood glucose dropped to 44 mg/dl. It was also reported that customer experiences pain during insertion. Customer would follow up with healthcare professional regarding numbing creme. Caller declined transfer to helpline.